Event description:
During a clinic follow-up, an unspecified capture issue was observed on the device. Additionally, the device was unable to be interrogated using bluetooth (ble) telemetry. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that a bluetooth (ble) reset was performed to resolve the event.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.